Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure likely stems from a use error following the correct surgical technique for the device.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that while using an ar-9301-03 arthrex eclipse cage screw large, an ar-9400-sbk eclipse speedscap implant system and an ar-9301-51cpc eclipse trunion, during the final steps, the surgeon drilled the pilot hole into the screw and fixation was compromised. Surgeon moved to an apex system instead. While using the apex, fixation was also compromised when trailing the head, so surgeon used a larger size instead.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.